Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and error 2-02 appeared after start-up. The fse reconnected the foot cable and the rcb cable, but issue could not be rectified and the erbe needs to go back to the factory for repairs. The customer will temporarily use other energy platforms.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the erbe generator did not have energy output. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked caller if they saw any error log or messages on the erbe screen. The caller did not know. The site used a medtronic energy device to continue. Procedure was complete as planned. Intuitive surgical, inc. (Isi) followed up with the service engineer and gathered the following information: the procedure was completed robotically, however, the customer exchanged to another esu generator to complete the procedure. There was no injury to the patient. System functionality was checked upon powering on the system initially powered on without errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the erbe integrated electrosurgical generator unit (iesu). Isi did receive the erbe unit for failure analysis and the reported failure was confirmed and reproduced on erbe connected to surgeon side console. Inspection of logs found error 25913 pattern 2-02 on (B)(6) 2024 confirming the fault occurred in the field. Visual inspection revealed that the unit has no significant scratches or dents. The front bezel was decanted. Erbe unit that was placed on a system and was run in normal mode and multiple 2-02 errors occurred during start-up. Failure analysis concluded that a defective program memory discovered during self-check after reset was the cause of the errors on the unit. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation and failure analysis. The root cause of this reported event is attributed to a defective program memory discovered during self-check after reset on the erbe iesu.